Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis due to intestinal perforation, manifested by fainting. The patient experienced fainting at home and was admitted to the emergency room where peritonitis secondary to intestinal perforation was diagnosed. On the same day as the onset, the patient was treated with amikacin intraperitoneally (dose and frequency not reported). On the same day, amikacin treatment was stopped, the peritoneal dialysis therapy was suspended and the patient was started on intravenous vancomycin and meropenum (dose and frequency not reported). The patient was later diagnosed with abdominal origin septic shock related to the intestinal perforation and was placed on mechanical ventilation in the intensive care unit (ICU). The patient was performing hemofiltration therapy in the ICU. At the time of this report, the patient hospitalization was ongoing and the patient had not yet recovered. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.